Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed error code e216. Error code e228 was not confirmed during testing. A review of the device history record found no deviations that could have caused or contributed to the error codes. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, image failure caused by corrosion of the video connector was confirmed. This may have affected display of the scope communication error message. Moreover, the instruction for use states that using the device with electrical contacts wet and/or dirty may cause the device to malfunction and/or break down. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ the device's instruction manual provides the following, which may help to prevent the issue: "inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli [white light imaging] and nbi [narrow band imaging] endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device. In addition, the image was noisy (the subject could be recognized) due to corrosion of the video connector and the adhesive on the bending section cover was chipped due to deterioration. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that error code e216 (scope communication error) and error code e228 (scope ID data corruption) occurred during an unspecified diagnostic procedure. The procedure was completed using another similar device. There was no effect on the patient due to the event.